Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a low blood glucose issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2019 with the following findings: a review of the pump histories showed that the complaint was reported on (B)(6)2015; according to the pump history, the pump was in use until (B)(6)2019. Therefore, all delivery and black box history has been overwritten for time of complaint due to continued use. The available basal total daily dose history appears to be incorrect due to the user suspending deliveries and inaccurate time setting. During investigation, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history settings issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a cracked battery compartment and a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.